Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary (B)(4). A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s severe annular and leaflet calcium likely contributed to the balloon rupture. Post dilation was done with a bav balloon and the procedure was a success. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the delivery system balloon burst. The 23mm xt valve was crimped onto novaflex+ delivery system and advanced through esheath without difficulty. Valve alignment was performed in the descending aorta, and the delivery system and valve were then advanced around aortic arch. The valve was positioned 50/50 within the native aortic annulus. Rvp was initiated and delivery system balloon was inflated. However, the balloon ruptured during valve deployment. Despite the balloon burst, inflation was adequate for the valve to be expanded enough to anchor into the annulus, but the physicians felt that further dilatation was necessary to confirm secure seating of the xt within the annulus. A second delivery system was opened but after further discussion, the physicians felt that dilatation with a valvuloplasty balloon would be adequate and would carry less risk than advancing another delivery system into the aorta. Balloon valvuloplasty was performed and procedure was completed successfully. No patient complications occurred. It was felt that annular calcium possibly contributed to the balloon rupture. The patient¿s native annulus was 20.4x26.7 per CT. There was severe native annulus calcification, severe leaflet calcification, and mild aortic root calcification.